Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.